Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. The customer stated her husband purchased a brand new prime meter for their daughter. After he arrived home her mother tested their daughter¿s blood glucose on the prime meter and received a reading of 27mg, 446mg and 33mg within seconds apart. She is requesting a refund for this meter. She doesn¿t trust the meter and feel it should be recalled. Controls not used. Requesting refund.